Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g1, g4, g7,h2, h3, h6, h10. The microsensor was returned for evaluation. Unique device identifier (UDI) :(B)(4), or (B)(4). Failure analysis - based on the analysis and investigation, the issue of the complaint has been confirmed: internal wires broken inside connector from being stretched. Icp express has no transducer detected. Catheter stretched 22.5cm from connector. Catheter mashed 12.6cm from connector. Based on the failure analysis, the root cause of the issue reported by customer could be determined as a mishandling of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported no waveform from the microsensor, and it was kink: the sensor was placed on (B)(6) 2020 and was working normally. On (B)(6) 2020, the patient was taken to CT scan and upon return his microsensor was reconnected to the directlink. The yellow ready-light was illuminated and the nurse simultaneously pressed the arrow and zero buttons to resume monitoring but the light did not change to green. The directlink module calibrated with the monitor normally but would not move beyond the yellow ready-light. There was no waveform on the screen and the icp read was 349. Troubleshooting did not resolve the issue. Upon inspection, there was a kink in the microsensor a few inches from the patient cable connection and it had been twisted several times at that kink. The microsensor was explanted on (B)(6) 2020.